Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) saw a red light on their home monitoring system. It was noted that the right atrial (ra) impedance measurements were less than 200 ohms with the non boston scientific ra lead. No adverse patient effects were reported. The device remains in service.